Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) and failure to capture. The physician suspected a ra lead fracture due to subclavian crush. The ra lead was subsequently surgically capped and a new lead was implanted to resolve the event. The patient was stable with no additional adverse effects. This lead remains implanted, but capped and out-of-service.